Event description:
It was reported that the patient met with a manufacturer representative on the day of this report and scheduled a replacement surgery. It was then noted that the surgery had been cancelled but it was going to be rescheduled. Her implantable neurostimulator (ins) was reported to be dead. Starting within the month prior to this report, the patient was not getting the relief she normally would get. The patient had met with a manufacturer representative and was told her ins was 8 years old and ¿pretty much on its way out.¿ when she tried plugging it in, it told her no way and showed the doctor icon. Follow-up determined that the patient was rescheduled for 2014 (B)(6). Further follow-up was performed to determine what type of battery depletion occurred, if elective replacement indicator (eri) or end of service (eos) was reached, and if the patient was in cycling or continuous mode. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 377660, lot# v013496, implanted: 2006 (B)(6); product type lead product ID 377660, lot# v013496, implanted: 2006 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported the patient¿s device was replaced due to end of life (eol) on (B)(6) 2014. It was noted the patient was receiving effective therapy after the replacement.